Event description:
On 9/18/2024 it was reported by an arthrex subsidiary employee via email that arthrex tubing was used with the pump in the knee scope procedure which occurred over a period between 8/26-9/9. Pump settings were 35mmhg, a clamp/pressure test was performed prior to the event and an arthrex rep was present during the case. Primary issue was cloudiness in the knee joint but was working fine in both shoulders and hips. Added unknown product line for the arthrex tubing used.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information. The complaint is not confirmed, and no related issues were found. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected, and no cosmetic issues were noted. The returned device was assembled with an ar-6410 lot# 73988853 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the pre-set pressure, the run button was pressed to start the machine upon letting the pump run for 62 minutes with no issues. No changes in the pressure were noted during the time the machine was tested. The device was assembled with an ar-6430, lot 73002759, to test the outflow system. After pressing the lavage and rinse buttons, no issues were noted. During the outflow testing, the console was connected to the ar-8305 synergy resection shaver console sn (B)(6) and the handpiece ar-8330h sn (B)(6) to replicate the failure of the inconsistent outflow when the shaver was activated. Two devices were connected and tested with the handpiece and the console. The ar-8400pr powerasp, 4.0 mm x 13 cm, and the ar-7300ds dissector, sj, 3.0 mm x 7 cm lot 12213364. The handpiece was activated, and after pressing the handle buttons, the outflow rate changed, which was expected; no issues were noted during the outflow testing with the handpiece. The device works as intended and described on the dfu-0212-eor1_fmt_en. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected, and no problem was found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1¿section 5.2) to simulate an overpressure failure on the pump and verify whether an error message and/or audible alarm would be triggered. The clamp test results indicate that the pump triggered an alarm, and the rollers stopped moving. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/11/2024, it was reported by a distributor via (B)(4) that an ar-6480 dualwave pumps outflow is sporadic especially when the shaver is activated, and the shaver does not react. The issue was discovered during the surgery where another device was swapped, and the case was completed with no adverse effects to the patient.